Manufacturer narrative:
Other, other text: h 6 updated additional information received by smiths medical via email on (B)(6) 2020: issues occurred during in house testing. No patient involvement. Method of delivery testing is volumetric on the fluke ida 5. No further information available

Event description:
Additional information summarized in h 10.

Event description:
It was reported the device alarmed "bad cassette". No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated. The dso sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.